Event description:
One hour and 50 minutes into treatment, health care professional noticed air in bloodline and in venous chamber. A 1/2" slit was found in the pump segment approx 2" from arterial side. Pt was removed from treatment. Blood could not be returned resulting in estimated blood loss of 200cc. No intervention was required.